Event description:
Pt status post proximal humerus plate and screws implantation approx (B)(6) 2011 presents to surgeon for follow up visit. X-rays showed four screws backed out of the plate. Pt was revised on (B)(6) 2011, surgeon explanted 4 screws, and revised pt with 4 new screws. This is three of five reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.